Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The event was estimated to have occurred in 2022.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead (distal portion) was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.